Event description:
It was reported the devices were used during a groin area procedure. It was reported by the affiliate that the first device did not release the staples properly. There was only 3 staples in the second device. There was no pt consequence. Additional info received on 11/14/97. It was stated by the affiliate that the staples failed to fire from the device.

Manufacturer narrative:
The product analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates ab)yes; nose shroud cracked/broken ab)no; staples in nose a)1 b)no; staples in the track a)21 b)9 and trigger engaged with precock ab)yes. Functional tests & results: cylced instrument ab)yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "first device did not release the staples properly" during surgery may have been due to excessive body fluids in the cartridge nose and track. Instrument (b) was received containing excessive dried body fluids in the cartridge nose and track and with no staple in the nose. Instrument (a) was received containing excessive dried body fluids in the cartridge nose and track. Instrument (b) was tested and found to function intermittently due to the dried body fluids which could not be cleared to allow the staples to properly feed into position to fire. Instrument (a) was cyled and fired 22 staples well formed then was empty. No deformity could be identified. Co reviews each incident as it occurs in an effort to continuously improve products and processes.